Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced prime/fill anomaly. The customer's blood glucose value was 355 mg/dl. The customer was unable to exit the load reservoir process. The customer stated that insulin dripped out on the table and he cannot read past the screen. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.